Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she woke up with a blood glucose (bg) of 600mg/dl with shortness of breath, weakness and she "blacked out". She stated that she did not fall, she landed on her knees and got back up. She reported that she corrected via syringe. An hour later she gave a second correction via syringe; her bg decreased to 363mg/dl and symptoms were diminished. The patient stated that she put in new supplies the night before and had multiple loss of prime alarms. She kept disconnecting, priming pump and then reconnecting. Customer support reviewed loss of prime alarms with the pt. The patient confirmed that the cartridge and battery caps were secure. The patient confirmed that the tubing was not kinked or pulled, and there was no trauma to the pump. The patient reported that she did not reuse supplies, the supplies were not expired. The patient was unable to confirm if the cartridge was cycled properly prior to filling. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.